Manufacturer narrative:
As reported via a voluntary medwatch, an optease ivc filter found to be fractured in multiple locations. The filter was removed with forceps though a few small fragments were retained, one in the lung. The report indicates the device is available to be returned for analysis. The product was not returned for analysis. Without the lot number provided, a device history record could not be performed. Without procedural films available for review, the reported ¿filter- fractured-separated - in patient¿ and ¿filter- migration¿ could not be confirmed and the exact cause could not be determined. Due to limited information received, it is unknown how long the filter had been implanted in the patient prior to the reported event. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Manufacturing telephone and fax numbers of cordis cashel are respectively, (B)(6). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided and are not available. Additional details were requested but are not available.

Event description:
As reported via a voluntary medwatch, an optease ivc filter found to be fractured in multiple locations. The filter was removed with forceps though a few small fragments were retained, one in the lung. The report indicates the device is available to be returned for analysis.